Event description:
(B)(6) 2019 date of first implant procedure not documented where for pseudomyxoma peritoneum. X3 study stents placed 2x zib6-x-10-60 1 x zib6-x-10-40, all unknown lot#. No adverse events related to the procedure. Post stent placement dilation performed. Re-current biliary obstructions (B)(6) 2019. 4 days post procedure. Due to intra stent stenosis. Obstruction within study stent. No signs/symptoms. Endoscopic treatment of new stent. The site determined the event to not be related to the study device, or procedure. (Pr (B)(4) (B)(6) 2019 re-occurrent biliary obstructions. Re-intervention performed. Complete occlusion within stent. Stent placed 1x zib6-x-10-80, unknown lot#. Pre-stent placement dilation performed. (B)(6) 2019 (449358) (B)(6) 2019 stent placed 1x zib6-x-10-40, unknown lot#, placed side by side with another stent. Pre and post stent dilation was performed. Post stent dilation intra stent. Patient death (B)(6) 2021. Unknown cause of death this file will capture the second onset of biliary obstructions. The reintervention for recurrent biliary obstruction was noted as successful. On (B)(6) 2021, the patient died. The cause of death was unknown.

Manufacturer narrative:
PMA/510k#: k182980 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510k#: k182980. Device evaluation. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the attached pmcf study and relates to the second onset of biliary obstructions. It should be noted that this file is related to another two complaint files. For details of the other investigations please refer to (B)(4). (B)(4) relates to the first onset of biliary obstructions. (B)(4) relates to 01 case of abnormal use of treatment of intra-stent stenosis. Manufacturing records prior to distribution, all zib6 devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label. As per the instructions for use, ifu0040 which informs the user about the potential adverse events that may occur: allergic reaction to contrast or medication, allergic reaction to nitinol, bile duct ulceration, bile leakage, biloma, cardiac arrhythmia or arrest, cholangitis, cholecystitis, cholestasis, death (other than due to normal disease progression), fever, hemothorax, hematoma, hemorrhage, infection/abscess at access site, inflammation, liver abscess, nausea/vomiting, obstruction of the pancreatic duct, pain/discomfort, pancreatitis, perforation, peritonitis, pleural effusions, pleuritis, pneumonia, pneumothorax, recurrent obstructive jaundice, respiratory depression or arrest, sepsis, stent fracture, stent migration, stent misplacement, stent occlusion, trauma to the biliary duct or duodenum, tumor overgrowth, tumor seeding, vascular injury (including portal or hepatic vein or artery). It should be noted that the instructions for use (ifu0040) lists stent occlusion as a potential adverse event that can occur. There is no evidence to suggest the user did not follow the IFU. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause can be attributed to patient pre-existing conditions and/or known adverse effects. From the study it is known that the patient had pseudomyxoma peritoneum. As per medical advisor input recurrent biliary obstruction (stent occlusion) was attributed to the patient¿s pre-existing condition of pseudomyxoma peritoneum. As previously noted, stent occlusion is listed as a potential adverse event. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the treatment applied was pre-stent placement dilation. On (B)(6)2021, the patient died. Clinical input received stated that the device did not cause or contribute to the patient death and the cause of death is unknown complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on (B)(6) 2025.